Event description:
Healthcare professional reported a patient in the chin, marionette lines, prejowl, and jawline with 1 syringe of juvéderm® volux¿ xc. The patient was concomitantly injected with 2 syringes of revanesse® versa¿+. Five months later, the patient developed a ¿persistent pea-sized nodule¿ on the mid-jawline on the left side. The nodule was dissolved with 210 u of hyaluronidase. Two months later, the patient returned with a ¿smaller than pea-size nodule¿ mid-to-medial jawline on the right side. The patient was treated with 190 u of hyaluronidase, and a needle was used to break it up more. The patient reported being ¿unable to stop touching it or playing with it.¿ this led to feeling it ¿break up and them come back together.¿ the patient felt ¿irritation from excessively touching it.¿ two weeks later, the patient was treated with another 100 u of hyaluronidase (50 u diluted 1:1 with bacteriostatic saline). The was more ¿significant swelling¿ after the latest round. Two days later, at the patient¿s insurance, another 150 u of hyaluronidase was given. The nodule remained ¿the size of a grain of rice.¿ event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.